Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that: the returned inner shaft was examined and the complaint condition was able to be confirmed as the distal prongs were found to be bent. The proximal end shows no signs of wear or damage. The review of the production histories revealed that this instrument was manufactured in june 2016 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Unfortunately the exact cause of failure could not be determined. The t-pal instrumentation and implants are designed to be inserted at an angle of 10°-15° to the sagittal plane. If this orientation is not maintained or the implant is over rotated it may result in jamming of the implant to the inner shaft as mentioned in the complaint description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Manufacturing location: (B)(4). Manufacturing date: june 03, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that after positioning the final t-pal implant in the disc space, the surgeon could not detach/remove the t-pal applicator. After some efforts the surgeon finally removed it. It was detected that the inner shaft was slightly bent and the space between the jaws had considerably widened, approximately one (1) centimeter. The surgery was prolonged by an unknown time. No information available about patient condition and outcome. No patient harm was reported. The surgery was successfully completed. Concomitant reported parts: t-pal implant (part/lot unknown, quantity 1); applicator knob (part 03.812.004, lot unknown, quantity 1); applicator outer shaft (part 03.812.001, lot unknown, quantity 1) this is report 1 of 1 for com-(B)(4).